Event description:
Nurse was called to bedside. Patient states IV line was leaking. Nurse observed line and charge nurses were called to bedside. IV line appeared to be leaking at y-site closet to patient. Y-site was flushed and leak confirmed. Tubing and fluids were replaced. Chemo was able to be salvaged however, unknown amount lost during administration.